Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshoot this issue with the customer over the phone. The action recommended by tse corresponds with accepted service practices for the error codes generated by the device.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the reported event.